Event description:
3-4 month post-op it was noted in x-ray that the isola rod and one isola screw was broken. The surgeon is not taking action at this time but will monitor the pt's progress. See also 1526439-2005-00051.